Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2002; 419478, lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to erosion and an ongoing infection since implant, approximately seven months ago. The device was used externally with a temporary pacing lead. Later, the device was replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.